Event description:
Endocrinologist from hospital reported customer was admitted to the hospital due to dka. Doctor advised she does not think dka was caused by the pump or the settings. She thinks that the customer had a bent cannula and this is what caused the dka. No adverse event reported. A request was made for the return of the infusion set.